Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation, there was no obvious visual issue, images have been reviewed confirming individual layers were tightly glued to one another, however, the functional evaluation confirmed the profore layer 4 was difficult to unwind. A relationship against the reported event has been established. A complaint history review confirmed further instances of this nature. A review of the manufacturing records confirmed the device was released according to specification. A further review of the manufacturing process was also performed, and a root cause of inadequate standard operating procedure has been assigned. Corrective action has been assigned regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated, establishing a relationship between the event reported. A visual inspection revealed no damage, the functional evaluation confirmed that the rolls where difficult to use, they appeared to be tightly rolled. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture and contained no issues that could have caused or contributed to the reported failure. A complaint history review found other related events. This investigation has not been able to determine a definitive root cause, however factors that can contribute to the reported issues are temperature fluctuation during transport and storage. If the material is subject to temperature fluctuations then this can affect the use. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the coband layer sticks together on several lot numbers and is very difficult to pull apart. The customer said that this has been happening over a time frame that started about (B)(6) 2019 but the issue was communicated until now. It was indicated that there has been about 35 boxes total as the customer saved the other layers in the kits.